Event description:
(B)(4). I have had extremely heavy bleeding periods with huge clots, continuous stabbing pain on my right lower pelvic area, back pain, weight gain, extreme moodiness, headaches lasting sometimes up to weeks at a time, painful intercourse, back pain.